Manufacturer narrative:
Device evaluation: opening and crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the anterior side and a punctured. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on plug strap disk shell to an unidentified (tear) opening and a puncture opening on anterior assessed to surgical damage like.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.